Manufacturer narrative:
(B)(4). Pump was received with intermittent button response due to corroded keypad traces. No moisture damage found under lcd screen or one electronic assembly/motor. Unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit had cracked display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump fell in water and the customer was now receiving a battery out limit and liquid was visible under the display. It was noted that the customer was unable to clear the alarm as the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 143 mg/dl. No further information reported.